Event description:
Healthcare professional confirms capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side capsular contracture unknown baker grade and possible rupture. Healthcare provided later provided capsular contracture baker grade IV and upon explant no rupture found, but "implant was folded in on itself". The device has been explanted. Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Creases/folding of implant: observed, fold creases. Additional observations: wear abrasion is observed. Deformation is observed. White particles were observed on the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare provider reported a right side capsular contracture unknown baker grade and possible rupture. The device remains implanted.